Event description:
It was reported that during a da vinci hysterectomy procedure, the patient's bowel was slightly burned when the wrist of the monopolar curved scissors (mcs) instrument touched bowel. According to the initial reporter, the mcs tip cover accessory was installed on the mcs instrument. After the patient sustained two serosal bowel burns, the surgical staff replaced the mcs tip cover accessory and the surgical procedure was completed. On (B)(4) 2015, intuitive surgical, inc. (Isi) contacted the initial reporter and obtained additional information regarding the reported event. The event occurred towards the beginning of the surgical procedure. The site was using a valley lab esu with 45 settings for both cut and coag. The initial reporter stated that the burns to the patient's bowel were very minor and did not require any treatment. The bowel also did not require repair. The site did not notice any issues with the mcs instrument before or after the event occurred. When the surgical staff removed the tip cover accessory, they noticed that it appeared to have melted in one location but there was no hole observed. The tip cover accessory was replaced with a new tip cover accessory, using the same mcs instrument. The surgical procedure was completed successfully. According to the initial reporter, no post-operative complications have been reported.

Manufacturer narrative:
The tip cover accessory has been returned to isi for evaluation. However, at this time the evaluation of the tip cover accessory has not been completed; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted post-failure analysis evaluation or if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2015. No related system errors were found to have occurred during the surgical procedure that would have likely caused or contributed to the patient's intra-operative injuries. Also, according to the system logs, the mcs instrument used during the case was used in 3 subsequent da vinci surgical procedures. As of the date of this report, there have been no recurrences of the reported instrument/accessory issue from the site. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: the mcs tip cover accessory appeared to have melted in one location during a da vinci surgical procedure. However, there is no indication that a serious patient injury occurred.

Manufacturer narrative:
Additional information: the mcs tip cover accessory involved with this complaint was returned to intuitive surgical, inc. (Isi) and evaluated. Failure analysis investigations confirmed the customer reported complaint. The mcs tip cover accessory was found to have various mechanical tears and holes through the silicone. The tears were all under 0.032. Failure analysis concluded that mcs tip cover accessory damage might have been likely due to mishandling/misuse. A visual inspection of the mcs tip cover accessory was conducted and the silicone did not exhibit localized melting around the hole. No evidence of arcing was found. No other damage was found. Based on the failure analysis evaluation of the mcs tip cover accessory, there is no indication that a malfunction of the instrument accessory occurred. Misuse/mishandling of the instrument accessory was determined by failure analysis to be the likely cause of the damage found. Therefore, the previously submitted initial MDR for this complaint is being retracted. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.